Event description:
Multiple occurrences with various patients where curlin 4114 tubing was installed in curlin cms 4000 for a continuous infusion. Pump repeatedly alarmed "air in line." Replacement of pump did not relieve the alarms. Replacement of entire infusion bag with attached tubing corrects the alarm.